Manufacturer narrative:
Updating event to reflect "life-threatening" outcome based on additional medical review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system involved in the reported event; other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Tomskiy, a., gamaleya, a., gubareva, n., latyshev, y., kobyakov, g., shishkina, l., pronin, I. A case of thalamic malignant glioma formation in a patient with stn-dbs for parkinson¿s disease. Mov disord. 2016;31 (supplement 2): s39. Doi: 10.1002/mds.26688. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: a (B)(6) male with the left-side dominant pd (hoehn <(>&<)> yahr stage 3) underwent bilateral stn-dbs in (B)(6) 2008. Following the next six years, a stable significant decrease in severity of parkinsonian symptoms, motor fluctuations, and drug-induced dyskinesia was observed. In (B)(6) 2014, they observed a progressive deterioration of neurological state resulting in weakness of the left limbs and unsteady gait. Transient speech disturbance and confusion appeared in (B)(6) 2014. MRI revealed anintracerebral tumor of the right thalamus and cerebral peduncle around the lead with obstructive hydrocephaly. Neurological examination showed prominent ataxia, left-sided hemiparesis, vertical gaze palsy, executive dysfunction, and memory impairment. Stereotactic biopsy of the tumor and ventriculo-peritoneal shunting was performed simultaneously. Cerebral symptoms and balance disturbances partially regressed after shunting. Biopsy result was glioblastoma multiforme. Subsequent radio- and chemotherapy was scheduled. Dbs-system was not explanted due to preserved strong dbs effect and significant worsening of parkinsonian symptoms in off-stimulation condition. Etiology of glioblastoma remains unclear. Current clinical observation alone could not prove a relationship between dbs and development of malignant glioma in the area of electrode implantation and electrostimulation. The authors concluded that, most likely, they observed two independent states, accidental case of glioblastoma formation in a dbs-patient. However, probability of tumor induction by electromagnetic field of dbs-electrode could not be excluded. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.